Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: ICU director. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that just after insertion of the intra-aortic balloon (iab) the console generated a fiber optic sensor failure alarm and the arterial tracing was not displayed. The customer had flushed and capped the fluid lumen but it was salvageable. They had one disposable pressure tubing/ flush system but it was ¿way outdated¿, so they had to get one from the ICU. The patient was able to receive support using the fluid lumen for the arterial source. The patient was sent to the ICU and expected to be transferred. There was no patient harm or adverse event reported.